Manufacturer narrative:
(B)(4). The omega catheter was received with a convoy guide catheter. There was contrast in the balloon and inflation lumen. The balloon was not fully deflated. The outer shaft was separated 111 cm from the edge of the strain relief. The fracture face was jagged and stretched. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-03357. Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the stent delivery system was stuck inside the guide catheter. The physician performed direct stenting of the right coronary artery (rca) utilizing a 20x3.50 mm omega stent. During removal of the stent delivery system into the guide catheter, resistance was encountered. The physician placed a second 8x3.50 mm omega stent distally next to the first one. During removal of the stent delivery system into the guide catheter, resistance was again encountered. Finally, the physician placed a third 4.00x32 mm omega stent in the proximal rca. During removal of the stent delivery into the guide catheter, the stent delivery system became stuck in the distal extremity of the guide catheter. The guide catheter and stent delivery system were remove as a unit. Another guide catheter was placed and an unspecified nc balloon was used and final angiography images were taken and the procedure was completed. No patient complications were reported. However returned product analysis revealed that a shaft separation occurred. This product is only ous approved, but it is similar to an approved us device.